Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: sion, sion blue; guide catheter: hyperion 6f; stent: xience alpine; other: opticross, finecross. The traveler rx is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was to treat a concentric, de novo lesion with mild tortuosity, moderate calcification and 90% stenosis in the distal left anterior descending (lad) artery. The 2.0 x 15 mm rx traveler balloon catheter was advanced without resistance to pre-dilate the target lesion in the distal lad. Then, a xience alpine stent was implanted without any issue. The 2.0 x 15 mm rx traveler balloon was re-advanced without resistance for pre-dilatation of the second diagonal; however, during the first inflation, the balloon ruptured at 8 atmospheres. The rx traveler balloon was withdrawn and replaced with an nc traveler balloon, which was also used to complete post-dilatation of the stent implanted in the distal lad with no issues. The procedure was successfully completed after a 2.25 mm xience alpine was implanted. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the device was prepped (aspirated) inside the patient. Evaluation summary: (B)(4). Visual inspection was performed on the returned device. The reported rupture was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. It should be noted that the coronary dilatation catheters (cdc), traveler rx, instructions for use (IFU) states: caution: all air must be removed from the balloon and displaced with contrast prior to inserting into the body; otherwise, complications may occur.